Event description:
1-1/2 hrs into dialysis treatment, pt complained of chills, feeling bad. Pt developed chest pain, blue nail beds and shortness of breath. Oxygen initiated. Pt vomited. Treatment discontinued and not restarted. Pre-temp 96.8. Temp reached high of 100.7 25 minutes after sysmtoms began. Vancomycin and genfamycin given. Discharged home. Dialyzed next treatment without difficulty. No other pts on central system symptoatic. Reuse - formeldhyde and bleach. Manned cert system.